Manufacturer narrative:
The cranial frames were replaced and the system was evaluated at the site. The accuracy was constant between sterile and non-sterile field replacement frames. The system was fully functional and the system checkout showed no anomalies. The damaged device has not been returned to the manufacturer.

Event description:
A medtronic representative reported an instrument inaccuracy with the small passive c reference frame on the stealthstation s7. There was no pt present.